Manufacturer narrative:
No product was returned for inspection. The returned photograph shows one tapered screw-vent implant with full mtx surface texturing and microgrooves attached to a driver, and another within the package vial without other internal package components. It is confirmed that both are not machined collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were 3 additional related complaints for this product lot. These additional complaints are related to wrong product inside of packaging. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Hhe was initiated, and a recall of this product¿s lot under zfa2017-475. Probable causes for the reported event could be based in a packaging deficiency. As a result, a product recall was initiated to capture this problem under CAPA. Analysis of this lot determined the following root cause, ¿transfer trays carrying parts from one operation to the next did not have identification.¿ the complaint is considered confirmed based on this analysis. UDI #: (B)(4).

Event description:
The doctor indicates that during surgery on (B)(6) 2017, when he opened the blister packaging of implant (tsv4b10), they did not have 1 mm. Machined collar as stated on the packaged, they had microgrooves collar. The doctor placed another implant during the same surgery.

Manufacturer narrative:
No patient information was provided. Product has not been returned to the manufacturer.

Event description:
The doctor indicates that during surgery on (B)(6) 2017, when he opened the blister packaging of implant (tsv4b10), they did not have 1 mm. Machined collar as stated on the packaged, they had microgrooves collar. The doctor did not place any other implant during the same surgery.